Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No watchdog timeout or unexpected restart alarms noted. No damage found on the interface board noted. All buttons functioning properly. No damage in keypad assembly noted. The lcd connector was inspected and no unlocked connector was noted. The insulin pump had cracked reservoir tube lip, minor scratched and cracked display window.